Event description:
Customer reported poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the camera. System operates as intended. (B)(4).